Event description:
It was reported from the neurologist's office that the patient, who was recently implanted on (B)(6) 2012, had developed a yeast infection near the lead incision site due to vns implant surgery that has since cleared up. The patient is reportedly doing well. The patient has a very short and stiff neck (her entire lifetime), so they were anticipating this possibly happening. Antibiotics were administered and the incision site was cleaned daily. The patient was instructed to keep it dry. No cultures were taken to confirm the infection, and no trauma or manipulation was reported that may have contributed to the event. Attempts to the implanting facility's medical records have been unsuccessful to date. Therefore without the serial numbers of the implanted products being known, the manufacturing records for the implanting generator and lead were unable to be reviewed.